Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-16259. The pt has two leads from the same lot. It was reported the pt had felt decreased stimulation in one of his legs for approx 2 weeks. He stated his dog jerked him forward while walking with a leash. The pt also reported some swelling at his ipg site. An x-ray was performed, and the physician believed the pt's lead may have pulled out of the ipg. F/u indicated the pt reported he fell and was experiencing increased stimulation. The sjm rep will meet with the pt to attempt reprogramming.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.